Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging core was twisted and entangled with an unknown guidewire. There were also ripples on the imaging window and was flattened. Impedance testing showed an electrical open at the distal end of the catheter; 10 - 20 cm from the distal housing. E1 initial reporter phone: (B)(6).

Event description:
Reportable based on device analysis completed on 23oct2025. It was reported that visualization issues occurred. The 80% stenosed, 8 mm x 3.50 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery rca). An opticross hd imaging catheter was selected for ultrasound examination. During the procedure, there was no image. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed the imaging core was entangled and twisted.